Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed the shock impedance measurement range for this lead and suggested further evaluation should the measurements rise above 150 ohms. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that, after discussing with boston scientific technical services, the physician felt the impedance measurements were in an acceptable range for this lead and that the upper range was adjusted to 150 ohms. The plan was to continue monitoring the lead. No adverse patient effects were reported.